Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("uti"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, device breakage, device dislocation, dysmenorrhoea, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: previously reported insertion date- 2011 patient received treatment for breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: quality-safety evaluation of product technical complaint no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('breakage') and device dislocation ('migration/ migration of essure device location of device') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), urinary tract infection ("uti"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, device breakage, device dislocation, dysmenorrhoea, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: previously reported insertion date- 2011, (B)(6) 2010 and (B)(6) 2010. Patient received treatment for breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-mar-2020: plaintiff fact sheet received. Lot number , expiration date & reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('breakage') and device dislocation ('migration/ migration of essure device location of device') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("uti"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, device breakage, device dislocation, dysmenorrhoea, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: previously reported insertion date- 2011, (B)(6) 2010. Patient received treatment for breakage . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('breakage') and device expulsion ('migration/ migration of essure device location of device: uterus cavity') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones and gallbladder removal. On (B)(6) -2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("chronic, pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) 2012, the patient experienced pelvic infection ("pelvic infection"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("uti"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, device breakage, device expulsion, dysmenorrhoea, pelvic infection, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: previously reported insertion date- 2011, (B)(6) 2010 and (B)(6) 2010. Patient received treatment for breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2011: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: upon internal review this case identified as duplicate of 2018-234686 case. All relevant information along with source document has been transferred to retention 2018-234686 case. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('breakage') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), pelvic pain ("chronic, pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)"), urinary tract infection ("uti"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device dislocation, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, device breakage, device dislocation, dysmenorrhoea, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: previously reported insertion date 2011. Patient received treatment for breakage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received. Reporter information updated. Previously reported event injury was replaced with new events: chronic, pelvic pain, abdominal pain ,dysmenorrhea (cramping), breakage, utl, bladder infection, vaginal infection, pelvic inflammatory disease, migration, no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease'), device breakage ('breakage') and device expulsion ('migration/ migration of essure device location of device: uterus cavity') in an adult female patient who had essure (batch no. 689927) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In (B)(6) of 2010, the patient experienced device expulsion (seriousness criterion medically significant). In (B)(6) of 2010, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain ("chronic, pelvic pain") and abdominal pain ("abdominal pain"). In (B)(6) of 2012, the patient experienced pelvic infection ("pelvic infection"). On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping), urinary tract infection ("uti"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, device breakage, device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, urinary tract infection and cystitis outcome was unknown. The reporter considered abdominal pain, cystitis, device breakage, device expulsion, dysmenorrhoea, pelvic infection, pelvic inflammatory disease, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: previously reported insertion date- 2011, (B)(6) 2010 and (B)(6) 2010. Patient received treatment for breakage. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) of 2011: result: not reported. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New event pelvic infection was added. Updated event device dislocation to device expulsion. Lab data, onset date of event were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.